Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313.

Event description:
According to the event description: "the clinical user has reported an incident with perfusor pump sn (B)(6), noting that the syringe pump appears to be administering more than intended. As a result, I am sending the pump to you for further investigation."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The history files were read out and analyzed. The customer reported (B)(6) 2025 as the date of the incident. On (B)(6) 2025 at 09:06 a bd plastipak 50ml syringe was selected. The syringe was filled too approx. 26,3 ml. Drug short name was heparin. The user has set the vtbi to 45ml and the delivery rate of 2,88 ml/h was used and started at 09:07. At 11:22 the therapy was terminated by plunger malfunction and a drive test error recognized. 6.54ml were infused in total. No other abnormalities can be found in the device history files. The sample was subjected to a visual and functional examination. During the visual inspection of the perfusor space, a technician seal on the lower housing as well as all cover caps of the screw pillars were available and undamaged. The device showed age related signs of wear and tear. It could be recognized a large vertical play of the drive head. Furthermore, it could be found, that the syringe holder was mechanically damaged. A functional test was performed. The device passed the self-test. A syringe (type b.braun ops 50 ml) was inserted. The pump recognized and identified the syringe, and it was possible to select the syringe type in the disposable menu. It was possible to put the pump in operation. The delivery accuracy of the pump was checked (rate 5ml/h). The determined value -0,12% was within specification (+-2%) (according to en iso 60601-2-24). The device was disassembled. No damages or soiling were found. The defect could not be confirmed. During the measurement of the delivery accuracy no deviation could be comprehended. During the functional investigation the device operates within the specification. It is recommended to replace the drive unit and the syringe holder. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.